Manufacturer narrative:
A specific root cause could not be determined. Calibration and qc associated with the event do not indicate an issue. Assay performance checks were within specification. Based upon the information provided, a possible cause of this issue is the customer is using a sample centrifugation speed that is too high and a sample centrifugation time that is too short. No adverse events were reported.

Event description:
The user received a questionable troponin t stat generation 4 (tnt) result for one patient sample. All results are in ng/ml. The initial result from a sample drawn at 11:34 am was 0.307 ng/ml with a data flag and was reported outside the laboratory as a high critical result. The patient was admitted to the ICU, was treated with heparin and normal saline and a cardiac catheterism was programmed. At 10:55 pm, a new sample was drawn and the result was <0.010 ng/ml. On (B)(6) 2011, a third sample was drawn and the result was <0.010 ng/ml. The doctor questioned the original high result. The first sample was retested with the original tube and with an aliquot from the original tube. The result for both samples was <0.010 ng/ml with a data flag. The sample from 10:55 pm on (B)(6) 2011 was retested and the result was <0.010 ng/ml with a data flag. No adverse events were alleged. The cardiac catheterism which was performed and the heparin treatment were not based solely on the erroneous result, but on the clinical history and symptoms of the patient. The patient was discharged and was in stable condition. The tnt reagent lot number was 15989402. The field service representative could not find a cause. He ran performance testing and noted everything with the mechanics and electronics were within specifications. The user an quality control with all results within their limits.